Event description:
It was reported, "dr. (B)(6) (gyn) used the 10mm, 23cm handpiece. He used a "seal" activation across ovarian veins/fibroid tissue and then used a "cut" activation. The first activation failed to separate the tissue. He released the jaws then upon a second "cut" activation, the tissue separated and the pedicle began bleeding heavily. He clamped the bleeder and went on. He continued to have blood loss as he moved down the side of the uterus. Upon seeing the significant blood loss on the right side of the uterus, dr. (B)(6) (gyn) asked for the ligasure impact in order to complete the left side of the procedure. Dr. (B)(6)'s comments after the case were that it seemed the "seal" cycle failed to denature protein/collagen completely through the pedicles which led to significant blood loss following the "cut" "cycle." To control bleeding haney clamps, sutures and ligasure handpiece were utilized.

Manufacturer narrative:
The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. A review of the manufacturing documents from the DHR/lhr for lot 12chb004 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The original altrus handpiece utilized in the procedure was returned to conmed corporation for evaluation. The quality engineering evaluation included a visual inspection where no defects were observed. The evaluation also included functionality testing and the returned device passed. The device successfully cut and sealed when activated and performed as expected. The reported malfunction could not be reproduced and is unconfirmed. The bleeding that occurred in this incident was the result of an improper seal not generating full vessel ligation. The software parameter verification was downloaded from the actual device and the seal algorithm parameters passed. The cut algorithm showed a failure and was out of specifications. Due to this parameter verification failure, research and development engineers performed additional ex vivo sealing and thermal testing of the returned device. The results of the additional testing showed that the device passed minimum specifications. An hhe, health hazard evaluation was conducted in (B)(4) 2012, evaluating these incorrect software parameters and the hhe and study performed concluded that these software parameters, although incorrect, presented negligible risk to the patient. The complaint investigation has not identified any manufacturing defects regarding the sealing function of the device; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
The device evaluation is anticipated; however, not yet begun. Upon completion of the quality engineering evaluation, a supplemental report will be submitted.